Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2317-70.Serial Number: (b)(6).Batch/Lot Number: 19907659.Model/Catalog Description: INFINION CX LEAD KIT, 70CM.Unique Identifier (UDI)#: (b)(4).Model Number/Catalog Number: SC-2352-50.Serial Number: (b)(6).Batch/Lot Number: 20256463.Model/Catalog Description: LINEAR 3-4 LEAD 50 CM.Unique Identifier (UDI)#: (b)(4).Model Number/Catalog Number: SC-2352-50.Serial Number: (b)(6).Batch/Lot Number: 20256463.Model/Catalog Description: LINEAR 3-4 LEAD 50 CM.Unique Identifier (UDI)#: (b)(4). D6b: Explant Date: 2021.Block B3: Exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient experienced from the Spinal Cord Stimulator (SCS) overstimulation, was not providing stimulation, patients pain areas were not covered, and patients symptoms were not resolved. The patient underwent a SCS explant procedure. No further information has been obtained.